Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high impedance and capture threshold. No intervention was performed. On, (B)(6) 2016, the patient experienced diaphragmatic stimulation and the lead was reprogrammed. The patient no longer experienced stimulation. On (B)(6) 2017, upon interrogation, the lead continued to exhibit high impedance and capture threshold. The patient had again experienced diaphragmatic stimulation and the lead was reprogrammed. On (B)(6) 2017, fluoroscopy was performed and revealed the lead had externalized conductors in the proximal curve of the lead. On (B)(6) 2016, the lead was explanted and replaced. The patient was discharged the next day.